Event description:
It was reported that ongoing occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and no third-party assistance was necessary beyond standard support. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.